Event description:
The surgeon missed screws in lower half of the construct as it appeared to shift. We performed an o-arm spin after seeing screws appeared off trajectory and it revealed that there was a screw that missed laterally and one medially at l1 and l2. Then tried to reposition screws after spin (2nd file) and they didn't want to goin the new trajectory so it was aborted.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. For the initial misplacement of screws, engineering evaluations revealed that there was no system malfunction. Investigation of the case logs showed that the root cause is traced to user technique. The case logs show that the software detected and then alerted the user of a possible shift of the drb during navigation. The user then repaired the surveillance marker to the drb and proceeded with navigation. For the repositioning of screws intra-operatively, engineering evaluations revealed that there was no system malfunction. Investigation of the case logs showed that the root cause is traced to user technique. During placement of the screws, the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The software correctly detected the force and alerted the user. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.